Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent an unspecified breast augmentation with a mentor memorygel, 425cc silicone prosthesis, experienced right-sided rupture postoperatively. As a result, patient underwent removal on (B)(6) 2022.

Manufacturer narrative:
Device evaluation completed on (B)(6) 2022: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on october 20, 2022 indicated that the rupture on the right side was symptomatic. MRI confirmed the intracapsular rupture. The patient also experienced bilateral generalized illnesses. Per microsoft word - pt mp.docx, patients date of birth was updated to (B)(6) 1972. Procedure was updated from breast augmentation to breast augmentation primary date of event was updated from jan/25/2022 to feb/02/2017 date of implantation was updated from (B)(6) 2012 to (B)(6) 2012 coding was updated. Anisomastia and silent rupture (post-implant) were removed, and generalized illness and rupture symptomatic (post-implant) were added to the right-side. H6 health effect - clinical code e2402: generalized illnesses a manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. This report relates to the right prosthesis. Manufacturer¿s reference number: (B)(4).